Event description:
It was reported that there was damage to the pump housing and usb port, specifically at the usb port pins, impacting the customer's ability to charge the pump. There was no reported adverse impact to the customer's blood glucose level. The pump had not shut down due to the issue, and technical support resolved to replace the pump, although it was out of warranty.